Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a power on reset (por) code. The therapy had stopped due to the por. At the time the por was seen, the patient was trying to charge the implantable neurostimulator (ins). This por was not related to an overdischarge event. It was noted the patient was on vacation and were 1.5 hours away from home and they were going home to get the programmer and would call back. Later, the patient called back and explained that the screen had an "I" in the upper left hand corner. It was reviewed how to clear the por and the patient was able to clear it and turn the stimulation back on. The patient said that she was already starting to feel better. Relevant medical history included spinal pain.